Manufacturer narrative:
February 4, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a malfunction at the atrial channel was observed on the pacemaker involved in this MDR report; no further clarifications were provided. The pacemaker was explanted and returned for analysis.